Manufacturer narrative:
The subject device was returned and visually evaluated. The barrel insert at the distal end of the device detached from the cannula assembly during the functional evaluation. Components of the device were noted to be damaged from applied force. The guide wire and back up tabs were both significantly bent. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the available information, it appears the additional attempts to clear the jam caused further damage to the device and resulted in suboptimal performance and damage to the device components. A definitive root cause for the problems experienced cannot be determined at this time. The instructions-for-use (IFU) supplied with the device states, "if the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient." The information provided by bard represents all of the known information at this time.

Event description:
Information as reported by the davol sales rep: it was reported that during a laparoscopic ventral hernia repair using a bard/davol ventrio st mesh, the optifix fixation device jammed. It was dry fired in attempt to reset the device. There was no patient injury reported as a result of the problem experienced. When the sample was returned, the barrel insert detached on the first actuation during the functional evaluation.